Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Upon sensor deployment, the sensor wire remained attached to applicator and then the sensor wire fell to the floor. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).